Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulat or (ins). It was reported that in 2017 the patient had stopped using the ins due to frustrations with recharging the ins; the patient couldn't recharge easily. The rep reported on (B)(6) 2020, that the ins was likely in overdischarge. They had the patient try a physician recharge mode (prm) at home on (B)(6) 2020, and the rep tried one on (B)(6). It was reviewed that additional prms would need to be done. Also reviewed was full body MRI criteria. No symptoms were reported. It was reported that the patient never contacted a medtronic rep to address concerns. Patient reported that given the location of the ins in her back it was hard for her to place the antenna and a maintain a good connection. Prm was unsuccessful. Issue not resolved; patient didn¿t want to proceed with any more attempts to get it out of overdischarge. She is considering an ipg replacement.